Event description:
The patient had their vns generator replaced for end of battery life. The generators elective replacement indicator was set to yes which was an expected event. This conclusion was based on the battery life calculation, the open-can battery voltage measurement, the bench analysis and te electrical test results. After the can was opened, supply current pulsing and supply current 1ma were over-the-limit. Analysis of the caged module found that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. A lower value resistor would have more suitably centered the supply currents within their limits. Further bench analysis identified an additional cause for the supply currents to be over-the-limit. Q10 had leaky current. After the q10 component was substituted and the r35 resistor was reselected to a lower value, the device met the specification requirements of the post burn-in electrical test. The over-the-limit supply currents could potentially be a contributing factor to the eri condition of the battery; however, analysis determined that the eri condition was an expected event.